Manufacturer narrative:
The reported event is confirmed. Inspection of the returned device noted a break in the fiber approximately 56" from the proximal (connector) end of the device. The distal end of the fiber was approximately 45.25" long. Visual examination of the break with and without magnification noted that the fiber was broken and the blue cladding was torn. The cladding appears to have been stressed before tearing. Inspection did not find any burn marks or other conditions that would indicate that energy had passed through the fiber. While the exact cause could not be determined, any of these conditions could have contributed to the broken fiber: insertion of the fiber when the scope is in the deflection position. Pulling the fiber from the mounting card without lifting the tabs. The current IFU for this device has the following precautions: when removing the fiber from its pouch or tray, secure the distal tip to avoid damage or contamination. Do not apply excessive force to the tip of the fiber as breakage may result. Begin lasing at the lowest possible power/energy setting to achieve the desired effect. Use lower power levels and shorter pulses to familiarize yourself with the operation of the bard endobeam holmium laser fiber. High power/long duration of laser energy while placing the tip in contact with tissue may damage or significantly reduce the life of this product. Direct contact by laser beam may cause damage to guidewires, baskets or other ureteroscopic accessories. If fiber tip is visibly damaged or requires excessive amounts of energy to affect coagulation or vaporization, discontinue use and replace with a new fiber for optimum results. If desired, strip and cleave the fiber as outlined in the "instructions for stripping and cleaving" and "fiber output test" sections of this IFU. Do not exceed the recommended power levels when utilizing the bard endobeam holmium laser fiber. Check the device for completeness once removed from patient. The instructions for use section 2. Instructs the user to "remove the fiber carefully from its package, avoiding any inadvertent contamination or damage." (B)(4).

Event description:
(B)(4). It was reported that when the package was opened, the fiber was broken at the mid-way point. The laser fiber was removed from the package, connected to the box, turned on, and light could be seen from the middle through a break in the coating.